Event description:
The customer reported a quality control (qc) issue with alpha fetoprotein (afp), carcinoembryonic antigen (cea), free thyroxine (ft4), prostate-specific antigen (psa), and human chorionic gonadotropin (total hcg), and stated that results for patient samples were discordant on the atellica im 1600 with serial number (B)(6) and reported to the physician(s). The customer used new samples from the patients to perform repeat testing on the original analyzer and an alternate atellica im analyzer. The repeat results were considered to be correct, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported a quality control (qc) issue with alpha fetoprotein (afp), carcinoembryonic antigen (cea), free thyroxine (ft4), prostate-specific antigen (psa), and human chorionic gonadotropin (total hcg), and stated that results for patient samples were discordant on the atellica im 1600 with serial number (B)(6) and reported to the physician(s). The customer used new samples from the patients to perform repeat testing on the original analyzer and an alternate atellica im analyzer. The repeat results were considered to be correct, and the customer issued a corrected report. The customer informed siemens that qc for thcg was unacceptable on (B)(6) 2024 at 23:12, and the qc panel for afp, cea, ft4, and psa was unacceptable on (B)(6) 2024 at 08:30. Siemens dispatched a customer service engineer (cse) to the customer site. The cse observed the daily clean failed on (B)(6) 2024; the autocheck was not performed on may 23, 24, or 25, and performed on (B)(6) 2024. The cse observed a blockage in the aspirate probe, replaced the probe, and noted that the qc for afp, cea, ft4, psa, and thcg have performed within the customer control target limits since the cse intervention. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00130 on 06-jun-2024. Additional information (21-jun-2024): siemens reviewed the information provided, and the log files indicated that the wash probe vacuum was low and the wash probe # 2 vacuum failed during the autocheck before the discrepant results. The cse performed services successfully, qc (quality controls) were in range, and the aspirate probe is the potential cause of the qc issue reported by the customer. The atellica im 1600 analyzer is operational, and the reported issue is resolved by routine troubleshooting. Siemens updated section h6 (investigation conclusions) to reflect the additional information.